Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with completely broken reservoir tube lip. The insulin pump was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . Pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 121 mg/dl at the time of incident. Customer also indicated that the pump is cracked. The product will be returned.